Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and a curved opening. A leak test was performed which identified one opening. A microscopic analysis identified a curved sharp opening on the valve bond edge assessed as unidentified tear opening. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a sharp opening assessed as unidentified tear opening. The reason for reoperation is deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.